Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experienced a facial nerve injury during implant surgery, resulting in temporal facial paralysis and facial asymmetry. The recipient is experiencing facial nerve stimulation. Programming adjustments were made, however, the issue is not resolved. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly continues to experience facial asymmetry and is being treated with therapy.

Manufacturer narrative:
The recipient reportedly has not received treatment for the facial issue. Revision surgery is under consideration. Advanced bionics is in the process of gathering additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not undergo revision surgery at this time. The recipient has ceased device use due to facial nerve stimulation. This is the final report.